Event description:
It was reported that p-wave oversensing was observed. The physician elected to program the alert to passive and monitor the patient. The device remains implanted and in service.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.